Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm. Customer¿s blood glucose was 205 mg/dl. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. The customer stated that drive support cap was normal. The customer stated that she was not have any more time to continue the troubleshooting because, she just called in to report that she has another motor error again. The insulin pump will not be returned for analysis.